Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a thrombectomy procedure, the catheter (subject device) used with solumbra technique, there was a lot of resistance during the extraction of the thrombus and the tip of the catheter (subject device) broke off and was lying in m1. Physician went through the loose piece with microwire and put up a non-stryker balloon. Insufflated the dog boning balloon around the marker in the torn distal catheter end (subject device) and got it out this way (this is stuck in a 3-way stopcock that we couldn't get it through). The procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual test, the catheter tip was seen to be broken. During functional test a patency mandrel was advanced through the catheter and no resistance was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter tip was seen to be broken. This can confirm the as reported. The as reported as well as the as analyzed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a thrombectomy procedure, the catheter (subject device) used with solumbra technique, there was a lot of resistance during the extraction of the thrombus and the tip of the catheter (subject device) broke off and was lying in m1. Physician went through the loose piece with microwire and put up a non-stryker balloon. Insufflated the dog boning balloon around the marker in the torn distal catheter end (subject device) and got it out this way (this is stuck in a 3-way stopcock that we couldn't get it through). The procedure was completed successfully.